Manufacturer narrative:
(B)(4). Evaluation summary: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. The reported condition of a 16:336:936:0000 failure code was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump that experienced a 16:336:936:0000 failure code. It is unknown which process step this event occurred during. Upon device evaluation by baxter quality engineer, it was determined that this condition interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.